Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with injection reflin (1 gram per day for one bag, route not reported) and injection fortum (1 gram per day for one bag route not reported) for the event. The outcome of the peritonitis event was unknown. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 3 of 3 involved in this event.